Event description:
Additional information received on 9/24/2025 for report mw5176184. Dexcom g6 sensor inaccuracy: 7:57am g6 reading 110, finger stick reading is 152. That is a mard of 27.6%! Dexcom no longer follows up on product support requests and refuses to provide replacements. Please hold this sham company accountable. Dexcom g6 sensor inaccuracy: 8:01 g6 reading 88, finger stick reading is 152. That is a mard of 42.1%! "Profanity" dexcom. Dexcom no longer follows up on product support requests and refuses to provide replacements for their faulty products. Please help.

Event description:
Dexcom g6 sensor inaccuracy: 7:22am g6 reading 60, finger stick reading is 93. That is a mard of 35.5%! Activated on (B)(6) 2025.